Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis, and a painful revision surgery.

Manufacturer narrative:
As the device is unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. The patient had an in-office visit where he expressed interest in receiving the device on (B)(6) 2015. The physician diagnosed the patient with retractile penis and a tight suspensory ligament. Different modalities of treatment including no surgery, possible risks, complications, alternatives including no surgery, and benefits were all explained to the patient in full detail. The patient received the implant on (B)(6) 2015. The patient tolerated the procedure well. The patient also had tenderness of his left scrotum, which he had discomfort in for his entire life. On examination, a very large, dilated vein was identified. Ultrasound confirmed the presence of a large dilated consistent with varicocele and painful left testicle. The procedure of ligation of the left spermatic vein, possible risks, complications, alternatives and benefits were all explained to the patient in full detail. The procedure to address the dilation was successfully completed. The patient tolerated the procedure well. The patient was seen three days post-operation and had minimal swelling and bruising. The patient reported little to no pain/discomfort. The drain was removed. The patient called the emergency line on (B)(6) 2015 stated he had a panic attack about the decision to receive the implant due to some negative reviews. The patient was reassured that his results were great and to continue following the post-operative instructions. The patient returned to the office on (B)(6) 2016. Upon consultation and physician examination, it was determined that the patient was dissatisfied with the appearance of his penis and desired a revision and replacement due to complaints of discomfort and bulging at the tip of the penis. The sutures were stretched/detached due to rough movement of the penis and there were scar tissue/adhesions. The subcutaneous penile implant was replaced, and scar tissue was removed. The patient tolerated the procedure well. The patient had follow-up appointments on (B)(6) 2016 that showed successful healing and a well-placed implant. The patient returned to the office on (B)(6) 2018 for a desired removal of the subcutaneous penile implant. Upon examination, no skin deformities were identified. There was no limitation on movement of his penis nor in his penile function were observed. The patient's erections and penile skin sensation were normal. The girth and length of the penis had significantly improved. Despite advice to maintain the implant, the patient decided to have the implant removed. The patient was informed on various occasions, including prior to his insertion procedure, that the removal of the implant may cause shrinkage of the penis, shortening of the penis, and formation of scar tissue amongst other potential adverse events. The patient understood all these risks and decided to proceed with the removal of the implant. The patient tolerated the removal procedure well. On (B)(6) 2019 the patient stated he had lost the ability for ejaculation post varicocelectomy, which was completed four years prior. The patient was instructed to send a list of current medications as well as any records/reports of prostate treatments or procedures. No additional information was ever provided to the physician. There are no claims of curvature noted within the patient's medical records. Swelling is a known side effect of any cosmetic surgical procedure. Before undergoing the procedure, patients undergo a screening process followed by pre-operative counseling, and all the possible benefits, risks, complications, and alternatives, including no surgery, will be discussed in advance of the surgery. As part of the informed consent process, the patient signed off on various risks and complications one-by-one, including: "extended penile or scrotal pain and discomfort," "scar formation", "frequent surgical repair or treatment", "moderate to severe scar tissue formation, fibrosis and/or possible detachment of sutures". The post-operative handbook includes information about the swelling of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature, suture detachment, and scar formation as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in (B)(6) of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.